Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the tie wraps caused leaks. As stated on the repair statement: minor leaks, no alarm.